Event description:
An endurant ii bifurcate stent graft system was implanted in the endovascular treatment of a 87mm aaa.  It was reported that during the index procedure, the main body was deployed as usual and contralateral side cannulation was performed, but because it was difficult to perform cannulation, it was completed from the ipsilateral leg; a pull-through was created from the arm and the contralateral side cannulation was performed. As the wire advanced to the ipsilateral leg, the ipsilateral leg was occluded with a reliant  balloon and then the wire was advanced to the contralateral side; this also did not advance. An angiogram was performed which showed an  occlusion of the contralateral leg . A femoral to femoral bypass was created and the procedure was completed.  It was said the occlusion  in the contralateral side leg was confirmed by contrast study after using a reliant  so it cannot be determined whether the occlusion occurred after deployment or whether the balloon contributed to the occlusion. The risk of applying the balloon could not be considered. Per the physician the cause of the event was the patient's vascular morphology and it was a case with a large aneurysm diameter of 80 mm, and it was originally difficult to handle.  No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.